Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sub total gastrectomy. According to the reporter: on the first firing, the handle could not be fully squeezed. Malformed stapling occurred on the tip. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used.